Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon went across tissue and the blade seemed to come off the track and the top of the jaw came unhinged on the right side of the end effector. Case completed with same device since it was close to the end of the case. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw damaged. The I blade was inspected and it was found conforming. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged upper jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.